Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (7915632) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to loss of rigidity during use. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump was received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump. The information received indicated the pump would lose rigidity, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance and capas revealed no trends for this lot.